Event description:
The patient's sister reported that they are wanting to turn the device off due to it not helping the patient and his seizures becoming more frequent and recently being hospitalized for seizures. No additional relevant information has been received to date.